Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver charge and boot up passed. The receiver download retrieve and attach passed. A review of the log was performed and signal loss was found within the investigation window. The receiver functional test passed all tests. A pairing test was performed, and it passed. The receiver case was opened for an internal inspection and it passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.